Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up noted. The insulin pump had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and alarmed button error. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was unknown. The customer stated they had received buttons error alarm. The customer took out the battery and attempted to pressed the button, it began to ramp. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.